Manufacturer narrative:
Device lot number unavailable. This part was discarded by the site and will not be returned to manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system it was reported the 45-degree percutaneous post screw was damaged. This issue was noted outside of a procedure, and there was no patient involvement.